Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city and state: (B)(6) .

Event description:
It was reported that a partial deployment occurred and the stent was stretched. A (B)(6) drug-eluting vascular stent system was selected for the treatment of arteriosclerosis obliterans in the superficial femoral artery. The lesion was severely calcified, 100% stenosed and located in a severely tortious anatomy. Following pre-dilation, deployment of the stent was attempted in the proximal end of the lesion. The stent was unable to be fully deployed and the stent was stretched. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that a partial deployment occurred and the stent was stretched. A 7mm x 120mm x 130mm eluvia drug-eluting vascular stent system was selected for the treatment of arteriosclerosis obliterans in the superficial femoral artery. The lesion was severely calcified, 100% stenosed and located in a severely tortious anatomy. Following pre-dilation, deployment of the stent was attempted in the proximal end of the lesion. The stent was unable to be fully deployed and the stent was stretched. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). E1. Initial reporter city and state: (B)(6). Device evaluation by manufacturer: the returned device consisted of an eluvia self-expanding stent system with a 0.035" hydrophilic guidewire stuck in the device. The stent was not returned for analysis. Visual examination of the delivery system revealed a kink on the outer sheath at the nose cone. Microscopic examination did not reveal any damages. X-ray of the handle showed the proximal inner had prolapsed and the guidewire separated at the prolapse. This could be caused by high tension build up during deployment causing the proximal inner to prolapse. Once a stent is deployed it cannot be re-constrained, so it is likely that the device was pulled causing the stent to stretch and finish deploying. Inspection of the remainder of the device did not reveal other damages or irregularities. Product analysis found damage that would have contributed to the reported clinical observation of deployment issues.